Manufacturer narrative:
The device passed testing and investigation by appropriately sounding an audible alarm when a proximal occlusion was present. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the pump did not alarm when a proximal occlusion was present. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no add'l info was provided.